Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level. Customer had a blood glucose of 414 mg/dl. It was reported that the insulin pump meter was not sending results to the insulin pump. Customer stated that blood glucose was not received from meter. The insulin pump will not be returned for analysis.